Event description:
After ten years of continual wear, the patient had bi-lateral total surgery to replace the existing tempormandibular joint prostheses system. During surgery, it was noted that the left fossa-eminence device was fractured along the screw line. All of the existing tmj implants, inc. Devices were removed and replaced by tmj implants, inc. Devices, which were specifically made according to the patient's anatomy.